Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hydromorphone 1 mg/ml inj (wrapper) was discontinued for the patient in the ehr; however, the medication was removed from the pyxis three times. One removal was returned; the disposition of the other two is unknown. The mar showed no active prescription at the time of the removals. A second nurse reported the ability to remove the same medication for another patient despite its discontinued status. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hydromorphone 1 mg/ml inj (wrapper) was discontinued for the patient in the ehr; however, the medication was removed from the pyxis three times. One removal was returned; the disposition of the other two is unknown. The mar showed no active prescription at the time of the removals. A second nurse reported the ability to remove the same medication for another patient despite its discontinued status. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) requested additional patient examples from the customer and received two order ids. The tss reviewed the information and observed that the two shared orders had not been discontinued. The tss was unable to connect to the sql server. So, tss then asked the interface team to review the interface messages from the original discontinuation dates to determine where the error occurred: order ID 714239821 should have received a discontinue message around 12/27/25, and order ID 714959011 should have received a discontinue message around 1/11/26. The tss attempted to determine why the orders remained active in pyxis es, but the interface message trace logs were no longer available. Since no further information was available, the tss closed the case.